Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after placement of the right ventricular (rv) lead, the qrs waveforms for pacing was not satisfactory. The physician was worried that the spiral head of the lead was winding tissue. The lead was removed from the catheter, checked and washed. The rv lead was again delivered to the catheter and resistance was found to be high. The lead and catheter were rinsed in vitro, and the rv lead was delivered to the catheter again. Resistance was found to be high again once the rv lead reached the 3d curved part of the catheter. It was noted that the inner part of the catheter broke due to repeated delivery of the rv lead. It was further reported that the rv lead could not be removed from the catheter. The lead and catheter were not used, and another catheter was used to implant another lead. No patient complications have been reported as a result of this event.